Event description:
It was reported that 267 days after implantation of a 3.0x20mm taxus express2 drug-eluting stent, a thrombosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery (rca). A pre-intervention in-stent restenosis of 70% was reported. The stent size and type was unspecified. It was not reported that the lesion was predilated. A 3.0x20mm taxus express2 drug-eluting stent was deployed in the region of the lesion. A post-intervention residual stenosis was not reported. The procedure was noted to be "a successful stenting of an in-stent restenosis" in the rca. It was reported that the patient "tolerated the procedure well." No further complications were reported. The patient presented 267 days after the initial procedure with chest pain, an acute non q-wave myocardial infarction, and a 100% thrombotic occlusion in the mid rca. Timi grade 0, "no flow/perfusion" was noted. The lesion was dilated with a 3.0x20mm maverick balloon inflated to 6 atm for 61 seconds twice, then 6 atm for 63 seconds. A post-intervention residual stenosis of 0 % with timi grade ii, "partial flow/ partial perfusion" was reported. The patient received integrilin and plavix during the procedure. It was reported that the patient was discontinued on plavix one week prior to presentation. Post procedure the patient was continued on plavix, aspirin, heparin and nitrates. No further complications were reported.

Manufacturer narrative:
H6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.